Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a conclusive cause for the mechanical issue of clip open while locked cannot be determined; however, the lock line break is a cascading effect/procedural conditions which occurred during locking/unlocking the clip. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This is filed to report the clip opened when establishing final arm angle (efaa) and the lock line break. It was reported that this was mitraclip procedure was performed to treat functional mitral regurgitation with an mr grade of 4. The first clip was implanted successfully. To further reduce mr, a second clip delivery system (cds) was advanced and grasping was performed. During the final arm angle (efaa) test, the clip opened while locked. Several efaa attempts were performed, finally the clip remained locked. Clip deployment was continued; however, when removing the lock lever cap and o ring, one end of the lock line was noted to be broken, which occurred during locking/unlocking the clip. Both parts of the lock line were successfully removed, and the clip successfully deployed. A total of two clips were implanted, reducing mr to 2. There was no reported adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.